Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4), lot number 5318271. The DHR analysis of the batch indicated shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. As per sales rep, there was a part of the screw that was left in the patient. There are no adverse conditions noted to date. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer reported: while securing the metaglene 36mm locking screw broke at top 1/3rd.